Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice device during a drain phase of peritoneal dialysis therapy. During troubleshooting, it was noted that the patient had disconnected during a dwell phase and the drain phase began prior to the patient reconnecting. The power was cycled to clear the alarm. Proper procedures were reviewed and the patient ended therapy for the day. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This is a report of a patient who experienced a system error 2240 alarm that was caused by an improper disconnect/reconnect by the patient during therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. The guide also provided instructions for returning to therapy after an emergency disconnect procedure. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.